Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the lead exhibited high impedance. The lead was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.